Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that magnet missing from insep. A field service engineer replaced insep and the damaged slide. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device .

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this incident.